Event description:
Patient representative reported "rupture", "multiple extracapsular anechoic areas are noted, due to gel leakage from prosthesis rupture", "a few hyperplastic lymph nodes with oval shape, up to 2 cm in diameter, with heterogeneous hyperechoic echostructure, suggestive of silicone lymphadenopathy", "signs of extracapsular rupture" and "multiple enlarged lymph nodes in the axillary regions" and later healthcare professional reported that there is a complaint against the device. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued e1: phone number: (B)(6).